Event description:
It was reported that during the PICC procedure, the wire is stuck in the catheter so that it does not move forward or backward. The device was removed and replaced without incident.

Manufacturer narrative:
(B)(4). The customer returned one PICC catheter with spring wire guide (swg) inserted for evaluation. The guide wire was removed with heavy resistance. Visual examination of the guide wire revealed one kink in the middle and the distal end completely folded; both welds of the wire appeared full and spherical. Visual examination of the catheter revealed scrunching up of the catheter body near the juncture hub. The kink in the guide wire measured 217mm from the proximal end. The fold in the distal end occurred at 791mm. The overall length of the guide wire measured 803mm which is within specification of 787.5-812.5mm per product drawing. The outer diameter of the guide wire measured 0.444mm which is within specification of 0.43-0.46mm per product drawing. The overall length of the catheter body measured 18.5mm which is not within specification of 19.5-20.0in per product drawing because it was trimmed at the most distal marking proximal to the lumen #2 exit. The returned guide wire passed through the returned catheter and a lab inventory ars with minimal resistance. Resistance occurred only at the scrunched up part of the catheter. A manual tug test confirmed both welds were intact on the guide wire. A DHR review was completed with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in removing guidewire. If withdrawal cannot be easily accomplished, a visual image should be obtained and further consultation requested." The report that the guide wire kinked during use was confirmed through examination of the returned sample. There was a kink in the middle of the guide wire and the distal tip was folded. The returned guide wire met all relevant dimensional requirements. A device history record review on the guide wire and catheter did not identify any manufacturing related issues. Based on the condition of the guide wire and catheter and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Preliminary investigation of the returned device indicates swg/catheter resistance - kinked.

Event description:
It was reported that during the PICC procedure, the wire is stuck in the catheter so that it does not move forward or backward. The device was removed and replaced without incident.